Event description:
A customer contacted beckman coulter inc (bci) regarding false low creatinine results generated by the synchron cx5 delta clinical system. Several false low creatinine results were reported out of the lab as 0.0mg/dl. Upon rerun, these results were corrected to 0.4 mg/dl or higher. Actual results were not supplied. It is unknown if patient's treatment was affected in connection to this event.

Manufacturer narrative:
Many results were suppressed with "blank" errors (exact errors are unavailable). A field service engineer (fse) was dispatched: the fse replaced the reagent mixer and both cartridge chemistries (cc) and reagent probes. The fse found saturated cuvette transmittances on all the cuvettes at one point. The fse changed the photometer. It is unknown if treatment was impacted in this event. Upon recur, a low creatinine result could contribute to serious injury. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.